Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Log review only.

Event description:
It was reported that the pump was programed at 2138 to infuse 250ml normal saline at 5ml/hr. While secondary infusion keppra was set at 460 ml/hr. The rn returned to the room at 2307 and found the bags of ns and keppra empty. There was no change in the patient's symptoms and all vitals remained stable.

Manufacturer narrative:
Additional medwatch information provided. The reported issue was neither confirmed nor reproduced. Log analysis: at 9:57 pm on (B)(6) 2020, a secondary infusion of drugid=388 reached completion at a rate of 460 ml/h and vtbi of 140 ml. At 11:07 pm on (B)(6) 2020, the pump module was turned off while infusing a primary fluid of drugid=2 at the rate of 5 ml/h. The primary infusion had run for 1 hour and 10 minutes before being terminated. The vtbi had initially been set at 20 ml; however, the actual bag volume could not be ascertained from the log. Testing and inspection of the pump module found no existing malfunctions. It was performing within specification. No unregulated flow was observed the event administration tubing sets were not provided for investigation. The root cause of a 250 ml bag of normal saline (ns) having emptied prematurely, along with a bag of keppra delivering a 460 ml/hr secondary infusion, was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿new tubing / ns carrier was hung before administration. Set pump rate for carrier to run at 5ml/hr for total volume of 20 ml/hr, ivpb keppra was sent over from mar running at set rate (460 ml/hr). Rn returned to room at 2307 to find that along with the whole of keppra, the 250ml bag of ns for the carrier was empty. Pt with no change in symptoms and all vitals remained stable."